Event description:
It was reported to boston scientific corporation that a hydrothermablator procedure set was used during a endometrial ablation procedure on (B) (6), 2009. According to the complainant, during the hysteroscopy phase of the procedure, a piece of plastic was noticed in the end of the sheath. The plastic piece was of the same size and shape as the hole a the end of the sheath. The physician was uncertain as to whether the device arrived in that condition. When the scope was removed from the patient, it included the plastic piece, since it was inside the end of the scope. They used another of the same device and put another sheath and tubing in place and completed the case without further complications. The patient is doing well.

Manufacturer narrative:
The complainant indicated that the device will be returned for evaluation, but has not yet been received; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).